Event description:
It is reported by the pt that, "he had a trident hemispherical left hip replacement surgery in 2007." He further reported that, "he started to experience pain in his left hip at approximately 6 months later, resulting in a shell and head revision in 2008.

Manufacturer narrative:
Neither the device nor additional info is available at this time.